Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1, b.5, d.6b, h.6, h.11. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported rupture. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture and capsular contracture was received on april 03, 2025, with lot number 3533124. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Rupture: observed broken device assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.